Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2017. Concomitant product(s): unknown proximal arcos stem. Unknown distal arcos stem,. Unknown cup. Unknown liner. Report source, foreign ¿ events occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10693, 0001825034 - 2017 - 10695.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, the patient was revised due to bone infection less than one year post initial implantation. Attempts have been made and no further information is available at this time.